Event description:
Customer alleged that the sterrad nx sterilizer is leaking oil and smoking. Further follow-up with the customer indicated there were no pt reactions to the oil mist.

Manufacturer narrative:
(B)(4): oil mist. Capital equipment, unit evaluated at the facility. The fse removed and reseated the oil mist filter and return valve tubing. Ran a plasma and standard test cycle. The sterilizer meets manufacture specifications.